Event description:
The device pressure fluctuates between 5cm and 10cm. The service technician verified the pressure fluctuations and that the volumes were out of specification. The st inspected the device and replaced the cup seal. The unit passed extended testing. This report is not an admission by co that this device caused or contributed to the event alleged in this report.